Event description:
It was reported that during a colon procedure, the device did not fire. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when trying to fired an already spent cartridge, as stated in the IFU: "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.